Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored due to pain. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. Should additional info become available an amended medical device report will be submitted. Zimmer reference number (B)(4).

Event description:
It was reported pt received a fitmore hip stem b/size 4 in combination with a sulox head, biolox delta taper liner and a durasul alpha insert neutral, left side, on (B)(6) 2010. Two years after operation pt complaint of medium femoral pain. The pt was taking palliative treatment (meloxicam 15mg). At the time of this report the pt is currently being monitored due to pain.